Event description:
Reportedly, the power connector of the home monitor is damaged.

Manufacturer narrative:
Analysis synthesis: - the subject home monitor could not be returned for analysis. Therefore, the root cause of this issue could not be determined. - however, based on the provided description, the reported issue could have resulted from the wear of the power supply connector or from a mechanical shock.

Event description:
Reportedly, the power connector of the home monitor is damaged.